Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, calcified lesion was located in the average tortuous middle left anterior descending artery (lad). The physician attempted to direct stent a taxus express2 2.50x24mm drug eluting stent; however, the stent delivery system could not cross the lesion and the distal edge of stent was lifted up. The physician completed the procedure with another of the same device, and patient status was good post procedure.